Event description:
Customer called to report a blood leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant same as reporter. Customer reported receiving error code 183 during 5th cycle. Customer was advised to switch off system, remove and advised to remove and reseat bowl. Since alarm occurred, customer was advised to remove bowl, grease o-ring, reseat bowl and resume treatment. Alarm reoccurred. Customer was then advised to remove bowl, twist rotating seal. Customer stated that this was difficult to do as there was resistance, so customer was advised to rotate the seal until it was easy to do, to reinstall bowl and resume treatment. No error code received and centrifuge started spinning at full speed. Customer called back to report observing a leak in the centrifuge chamber. Treatment was stopped and blood was not returned to the pt. Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot at59 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one add'l complaint for centrifuge blood leak was reported to date for this lot. The assessment is based on info available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determined based solely on the info provided by the customer. (B)(4).